Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2018: patient underwent a left knee attune arthroplasty. The patella was resurfaced, and cement manufacturer is unknown. There were no complications noted. Unknown part/lot information. (B)(6) 2018: patient underwent a left knee revision for pain and walking difficulty. The patella was noted to be loose (unknown interface), femoral component was noted to be loose (unknown interface), and tibial component was noted to loose at the cement to implant interface. Minimal bone loss was noted around the femoral component was removed. Competitor revision products and cement were implanted. Doi: (B)(6) 2018 dor: (B)(6) 2018 left knee.